Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, additional information and correction. Updated fields: d8, d9, h2, h3, h6, h11. Corrected fields: g4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and e226 scope communication error. A root cause could not be identified. Based on the results of the investigation, the cause of the e216 scope communication error was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that gastrointestinal videoscope had scope communication error code e216. The issue was identified during device inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.